Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the poor image was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source image was rough and reddish when being used at 12g signals. The 3g-sdi signal displayed a normal image. The issue occurred during a therapeutic laparoscopic nephrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.